Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, and since the device malfunction "intermittent noise occurs on the video" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the device malfunction "poor watertightness of the connector" occurred due to damage on the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited poor watertightness of the connector and intermittent noise occurs on the video. There was no patient involvement.